Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. The reason for reoperation is: explantation was initially planned due to the age of the prosthesis (15 years). Later, discovered rupture during explant surgery clarification to d6a implant date: (B)(6)2009 (year only received.) Continued e1 phone number: (B)(6).

Event description:
Healthcare professional reported "rupture of the right device discovered during explant surgery". Device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaints are: rupture: observed a broken device assessed as fold flaw opening. As per the investigation procedure, creases and non-penetrating nick were completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Healthcare professional reported "rupture of the right device discovered during explant surgery". Device has been explanted and replaced.